Event description:
The customer reported that the system would not lower down, collimate, or rotate, and only one fluoroscopy monitor would turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motor power supply fuse was reseated. The system was tested and found to be working as intended and put back into service.